Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that the patient was on day 4 of a basic evaluation/peripheral nerve evaluation (pne) test, which began on (B)(6) 2016. The patient was having severe headaches during the day since the procedure. The patient felt sick on (B)(6) and was at the emergency room (ER) on (B)(6) 2016 because she had such a bad headache. The patient wanted to know if this was in related to the basic evaluation. The patient might have asked to have the device removed as early as (B)(6), when she had an appointment scheduled to have it out on (B)(6). It was later reported that the doctor called the manufacturing representative (rep) and said he decided to remove the temporary test wires when the patient complained of the headaches. He did not plan on proceeding to implant. The device was taken out on (B)(6) and the physician informed her she might have a spinal fluid leak, and that she may need another procedure now.